Event description:
It was reported from (B)(6) that before surgery, it was observed that the basic console device had a defective rpm regulator. There was no patient involvement. There was no delay in surgery reported. It was reported that a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the trigger/slider was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate